Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality. A root cause could not be identified. Based on the results of the investigation, no problem related to the reported failure was detected that could have led to the malfunction. However, the additional findings indicate that the event was caused by a component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the rigid video scope was not displayed on monitor, and it had error message (2 times). There were no reports of patient harm.